Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a primary knee using pfc sigma ps components, all cemented components had been cemented using a competitor cement. When the surgeon was removing cement and osteophytes from around the tibial component, it suddenly came loose at cement to implant interface with very little cement on the component. Component and cement were removed from the tibia and a mbt revision tibia was implanted and successfully completed surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.